Event description:
It was reported that during unpackaging of the absolute pro stent system, the stent was noted to be exposed and a stent strut was sticking out of the delivery sheath. The device was not used and another same device was use to complete the procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the absolute 35 self expanding stent system (sess) was returned with blood on the stent implant, in the shaft and on the handle, which is not consistent with the reported information that there was no patient involvement. There was saline in the shaft. The stent implant was stationary on the shaft between the markers. There was no damage noted to the stent implant as reported. There was no premature stent deployment as reported. There were three kinks in the shaft 2 cm, 37.7 cm and 43 cm distal to the strain relief tubing. There was no other damage noted to the sess. The handle was in the locked position. After opening the handle, observed the rack was in the distal position and not retracted. There was no damage noted to the internal mechanisms. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the self expanding stent system (sess) during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not result of a manufacturing deficiency, all sheathed stents are 100% visually inspected for stent location between the markers and that the stent is fully covered within the distal sheath. Additionally, all shafts are 100% visually inspected for damage/kinks. The reported premature deployment was confirmed on the returned unit. Although not reported, there were several kinks in the shaft. Potential factors which can contribute to kinks in the shaft include, but are not limited to, kinked during use, kinked during removal from packaging at the account, kinked while handling during prep or kinked during manufacturing. To ensure this is not a manufacturing issue, there are many in process controls including 100% inspection for kinks and bends during the manufacturing process. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents. There is no indication of a product quality deficiency.